Manufacturer narrative:
510(k): k212323 investigation evaluation: the products said to be involved were returned in a clear plastic bag with two open pouches from the lot number provided in the report. The labels match the products returned. Two photos were provided and reviewed. Both photos provided show the distal end of the devices, and the clip housing has detached from the cath attach but is still connected to the drive wire, confirming the report. Devices #1 and #2: our laboratory evaluation of the products said to be involved could not confirm the report based on the condition of the returned devices. The clips has been deployed, in a closed position, and were included in the return. During a functional test, the devices were advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wires moved freely inside the outer sheaths. A visual examination of the deployed clips, drive wires, catheter attachments, and coil catheters (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos confirmed the report but the laboratory evaluation of the devices could not confirm the report. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: the area representative indicated the user held the handle spool during advancement through the accessory channel, and she explained to the doctor that the device should be held differently and provided a cook user quick reference guide.

Event description:
During an unspecified clipping procedure, the physician used two cook instinct plus endoscopic clipping devices. It was initially reported that the clip arms could not be opened. This has not historically caused or contributed to a serious injury nor death to the user nor patient, therefore there was no reportable information at this time. Endoscopic images were provided on (B)(6) 2024 showing the clip tromboning [clip housing detached from the cath attach and remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.